Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the a battery for the device failed to charge and subsequently produced a fail 128 error code when placed in a cadex charger. There was no patient involvement.

Event description:
It was reported to philips that the a battery for the device failed to charge and subsequently produced a fail 128 error code when placed in a cadex charger. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery pack was visually inspected for any mechanical damage and/or contamination and no anomalies were found. The case, latch, elastomer, and terminal contacts were found to be in normal shape and condition. Upon pressing the fuel gauge (battery capacity) button on the battery, three led indicators were observed suggesting the battery was partially charged as received. Battery voltage was measured using a dmm (fluke 287, s/n (B)(6), calibration due: 28apr2021) connected between pin1 (battery pack negative) and pin4 (battery pack positive) of j9 connector on the battery pca. 14.04v was measured as received.

Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.